Manufacturer narrative:
Concomitant medical products: 3889-28 mgu lead, (B)(6) 2017; 3058 mgu ipg, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) is not working properly. The ipg remains in use. No patient complications have been reported as a result of this event.